Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge fill estimate was inaccurate. Additionally, it was reported that the battery gauge was observed to be fluctuating. Customer¿s blood glucose level ranged between 160-170 mg/dl. Reportedly, the customer continued using the existing cartridge for insulin delivery.